Event description:
It was reported that during the rectum cancer resection procedure, after firing the device, some staples on the cartridge had not been fired. Another same like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the analysis results found that one cartridge was returned partially fired. As the packaging insert states on the instructions for use: "the firing stroke must be completed. Do not partially fire the instrument." The returned cartridge did have a bent lockout tab, which indicates that the instrument's firing cycle was interrupted, released, and then restarted. When this occurs, the lockout tab on the cartridge becomes damaged. The spring cartridge lockout is a safety tab that has been designed to prevent the instrument from being re-fired. No functional test was performed.